Event description:
It was reported that a malfunction alarm occurred, identified as malfunction 0, but it was resettable. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and no malfunction recurred afterward. The customer was instructed to continue using the pump and to call back if any issues arise again.